Event description:
400 micron laser fiber 'tracking d' broke while in use, outside of patient. Doctor felt laser impact in hand. The laser console was immediately placed in "standby mode" by the laser nurse and the fiber was removed from the field. There was no injury to the patient, physician or the environment.what was the original intended procedure?right ureteroscopy and laser lithotripsy.device #1is this a laboratory device or laboratory test?no.